Event description:
It has been reported to philips that system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to the failure of the mpdu. A review of the system logfile cannot confirm the malfunction directly. Upon troubleshooting actions, fse identified that there was no power output from mpdu. Fse replaced the mpdu assembly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.